Manufacturer narrative:
The field service representative (fsr) inspected the instrument, alinity c serial number ac01780. While troubleshooting the module generated multiple message code 3062(residual fluid detected in the cuvette), therefore the ict aspiration pump improved (part number c-35016637-02) was replaced and deemed the issue likely cause. The replacement of the ict aspiration pump improved (part number c-35016637-02) was considered the issue resolution for the falsely elevated calcium result. An instrument service history review revealed no additional erratic or discrepant patient results reported for ac01780. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module and the ict aspiration pump improved (part number c-35016637-02) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or ict aspiration pump improved (part number c-35016637-02) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium results generated on the alinity c analyzer for multiple patients. The results were not reported out. The customer provided the following data for one patient: sample processed on (B)(6) 2022 x3 results = 5.03, 2.55 and 3.42 mmol/l. Reference (normal) ranges = 2.10-2.55 mmol/l no impact to patient management was reported.